Event description:
Patient states the severity of his symptoms have increased over the last 3-4 days, in a severe way, but his spasticity has been worse over the last 3-4 months. His last pump revision occurred on (B)(6) 2008... From op note the baclofen pump was removed. Upon disconnecting the pump from the connector, a considerable volume of tissue was found inside the connector. This was suctioned out, and once all tissue was removed, clear csf was dripping from the catheter, indicating the catheter was in the appropriate placement in the intrathecal space.